Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel was fractured at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact. The device was repaired and returned to the manufacturer loaner pool.

Event description:
It was reported that during a surgical procedure at the user facility, the blade mount lever of the device disassembled. It was confirmed that no components fell into the surgical site. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.